Event description:
It was reported that the operator, who is trained in use of the device, successfully performed a common femoral arteriotomy closure using the starclose device after an unk interventional procedure, in 2007. The starclose was deployed succesfully after a good stick. Hemostasis was achieved and the patient ambulated on postoperative days 1 and 2. On day 3, the paitent's hemoglobin and hematocrit dropped. CT scan showed a retroperitoneal bleed and the clip was dislodged 2 cm off the artery. No intervention was performed. No additional information is available.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.